Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had fallen creating the instability in the knee. The articular insert was exchanged and the arthroplasty was reinforced with allograft.

Event description:
It was reported that a revision left knee total arthroplasty surgery was performed due to pain, swelling, bruising, and because her left leg was still bent outward. The patient also reportedly ruptured her joint capsule.